Event description:
It was reported an episode of non-sustained right ventricular oversensing was observed due to post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were recommended. No further information is available.